Manufacturer narrative:
A visual examination of the returned device found that the clip assembly would not open to its fullest span and the clip arms were bent. Functionally, the clip was actuated several times. The most probable root cause has been determined to be supplier manufacture as evident of the clip not opening to its fullest span. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, the patient had a gastric bypass and they were clipping the fistula closed. They positioned the clip in the stomach at the target point however, when the physician opened the jaws of the clip, the clip did not open to its full width span. It was reported that only one clip arm opened. The other clip arm remained stationary. The physician retracted the clip and removed the entire clipping device from the patient with no visible damage to the device. The case was completed with additional resolution clip devices successfully. It is unknown if the scope was in a retroflex position or if a delay in procedure occurred due to the resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The event for the clip would not open is a non -reportable event. However, on (B)(6), 2010, it was reported that an evaluation of the clip was performed and the clip arms were bent. Therefore, this is now a reportable event.